Event description:
It was reported that patient underwent a total knee arthroplasty with signature on (B)(6) 2012. During the procedure, the mold produced a varus cut. The surgeon reset cut block with alignment rod and recut. He did not like the result and finished procedure with an intramedullary tibial planer to flatten out the cut.

Manufacturer narrative:
Dimensional evaluation by supplier found component to be within appropriate design specification.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of planning and procedures found the root cause could not be determined.